Manufacturer narrative:
The customer reported problem was confirmed. However, additional repairs were declined by the customer. The device was released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2017- 09/08/2017 13:59:43 jovelyn martin (jobmarti) recall contact shawn mcintosh lead biomed #909-302-6917 <shawn.mcintosh@kp.org> 09/18/2017 13:22:31 jovelyn martin (jobmarti) ***correct email*** <shawn.l.mcintosh@kp.org> 03/27/2019 06:27:03 dung v nguyen (dnguyen) est rcl to mj. 05/07/2019 05:32:18 lauryne wasan (lwasan) minor repairs needed per dung nguyen, service tech, due to corroded rear case, corroded submechanism bezel assembly, corroded iui connectors and failed pressure sensor (upper). Repair declined by shawn mcintosh, biomed, at shawn.l.mcintosh@kp.org as the customer requested the unit be returned unrepaired for all additional repairs. Please only complete the recall. 05/07/2019 11:28:26 dung v nguyen (dnguyen) lvp bezel post recall completed. Return unrepair fluid ingress rear case housing and upper pressure sensor assy. 05/07/2019 11:35:26 annette a mendez (amendez) 1001901741070009233500102839854889 01/31/2020 08:52:05 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.